Event description:
Swan package opened in usual sterile fashion. Anesthesiologist passed swan through sheath in the usual fashion. Swan was flushed as usual. The balloon was attempted next. The balloon did not inflate with several attempts and air was heard hissing at the distal end with each attempt.